Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure (batch no. 949839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, anxiety, depression, multiparous, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, breakage, essure migration and perforation. Discrepancy noted in the essure insertion date, previously reported as (B)(6) 2012, current pfs (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes: received fresh labeled with the patient's name, is an intact uterus with attached bilateral fallopian tube segments. With tubal segments removed, the uterus is 10.1 x 5.9 x 4.2 ern and weighs 129 g. The serosa is pink-tan, smooth and glistening. The ectocervix is purple-pink and smooth with a transverse os. The endocervical canal is patent, and the endometrial cavity is triangular-shaped with pink-tan endometrium averaging 0.3 cm in thickness. The myometrium measures up to 2.1 cm in thickness with no discrete intramural mass seen. At each cornu are coiled metal wires consistent with the essure contraceptive device. The fallopian tube segments range from 0.3 to 0.7 cm in diameter, with well-formed fimbria. Near the fimbria of the right tube is a cluster of serous fluid-filled cysts up to 0.5 cm in maximum dimension. Ovarian tissue is absent. A section from each tubal segment is submitted along with the paratubal cyst. Oncerning the injuries reported in this case, the following one/ones were reported in medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: reporter information, essure lot number, medical history and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure (batch no. 949839-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, anxiety, depression, multiparous, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, breakage, essure migration and perforation. Discrepancy noted in the essure insertion date, previously reported as (B)(6) 2012, current pfs (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes: received fresh labeled with the patient's name, is an intact uterus with attached bilateral fallopian tube segments. With tubal segments removed, the uterus is 10.1 x 5.9 x 4.2 ern and weighs 129 g. The serosa is pink-tan, smooth and glistening. The ectocervix is purple-pink and smooth with a transverse os. The endocervical canal is patent, and the endometrial cavity is triangular-shaped with pink-tan endometrium averaging 0.3 cm in thickness. The myometrium measures up to 2.1 cm in thickness with no discrete intramural mass seen. At each cornu are coiled metal wires consistent with the essure contraceptive device. The fallopian tube segments range from 0.3 to 0.7 cm in diameter, with well-formed fimbria. Near the fimbria of the right tube is a cluster of serous fluid-filled cysts up to 0.5 cm in maximum dimension. Ovarian tissue is absent. A section from each tubal segment is submitted along with the paratubal cyst. Oncerning the injuries reported in this case, the following one/ones were reported in medical records: dysmenorrhea lot number 949839 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure (batch no. 949839-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, anxiety, depression, multiparous, paratubal cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (essure removed by hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, breakage, essure migration and perforation. Discrepancy noted in the essure insertion date, previously reported as (B)(6) 2012, current pfs (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Pathology test - on an unknown date: uterus, cervix, bilateral fallopian tubes: received fresh labeled with the patient's name, is an intact uterus with attached bilateral fallopian tube segments. With tubal segments removed, the uterus is 10.1 x 5.9 x 4.2 ern and weighs 129 g. The serosa is pink-tan, smooth and glistening. The ectocervix is purple-pink and smooth with a transverse os. The endocervical canal is patent, and the endometrial cavity is triangular-shaped with pink-tan endometrium averaging 0.3 cm in thickness. The myometrium measures up to 2.1 cm in thickness with no discrete intramural mass seen. At each cornu are coiled metal wires consistent with the essure contraceptive device. The fallopian tube segments range from 0.3 to 0.7 cm in diameter, with well-formed fimbria. Near the fimbria of the right tube is a cluster of serous fluid-filled cysts up to 0.5 cm in maximum dimension. Ovarian tissue is absent. A section from each tubal segment is submitted along with the paratubal cyst. Oncerning the injuries reported in this case, the following one/ones were reported in medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 31-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (essure removed by hysterectomy (partial) on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, breakage, essure migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (essure removed by hysterectomy (partial) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for- pain, breakage, essure migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation: uterus/essure migration, device breakage, pelvic pain, abdominal pain, dysmenorrhea (cramping) and hypersensitivity. Patient demographic details, reporter and product information was added. Lab dada added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.